Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and genital haemorrhage ('heavy abnormal bleeding/bleeding') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on an unknown date patient underwent essure confirmation test via hysterosalpingogram. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). The patient was treated with surgery (she had undergone one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal pain had resolved and the vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-may-2019: plaintiff fact sheet received. Events: abnormal bleeding (vaginal, menorrhagia) was added. Event outcome was updated for the events: pelvic pain, abdominal pain, abdominal pain lower, bleeding. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ("pelvic pain/pain"). In a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test(s) conducted, specify: no". Medical conditions: on an unknown date, patient underwent essure confirmation test via hysterosalpingogram. Concomitant products included: ibuprofen (motrin ib). On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (abnormal bleeding ("vaginal")) and menorrhagia (abnormal bleeding("menorrhagia")), 1 month 1 day after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding/bleeding"), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergone one or more surgeries to remove one or more of the essure coils). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal pain had resolved. And the vulvovaginal pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted, removal previously added. Now it is reported, as have you had your essure (or any part of the device) removed? No. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received new event: "device monitoring procedure not performed". Added: new reporter, plaintiffs information and concomitant drug added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (she had undergone one or more surgeries to remove one or more of the essure coils.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.